Event description:
It was reported that an apexpro telemetry server (ats) was not communicating on the network. The biomed rebooted the ats and the issue was resolved. The nurses were reportedly unaware that 6 telemetry pts were not being monitored. There was no reported intervention or pt injury. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.